Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed due to far r-wave oversensing. Adjusting the post ventricular atrial blanking setting was recommended. The patient will continue to be monitored. No further information is available.